Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided. G4: additional PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the crown and abutment were placed torqued to 30. Patient presented to have #19 implant crown tightened. After crown and abutment were removed a crack was present in the implant. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie did not receive one (1) zimmer implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 5, the most likely root cause determined from the investigation is parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.